Event description:
Rptr claims the frame broke behind the axle clamp where the frame bends up while the chair was in use. The end user's foot was cut and banged up when he was thrown out of the chair when the frame broke.